Event description:
It was stated that patient on chemo was sent home with baxter infuser pump, and it was found out that chemo was leaking under the pac gripper. Testing on the device was performed using flushing with normal saline to find the leak and small leak under gripper was found. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product or photos were returned; therefore, no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.